Event description:
It was reported to philips that the device needed settings adjusted. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending

Manufacturer narrative:
It was reported to philips that the device needed setting adjusted. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to the setting needed to be adjusted. Upon conclusion of the evaluation, it was determined that this was a malfunction of the settings. The settings were adjusted and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.